Manufacturer narrative:
No repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The hospital's clinical engineering department will handle the service call or incident. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. The investigation concludes that no further action is required currently. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting an alert of the tidal volume is too high message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient. There was no delay to therapy noted.

Manufacturer narrative:
E1: reporting institution name - (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).